Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported during a site visit, that communication errors occurred on the medical/surgical unit. Occasionally, the channels(large volume pumps) will not register when they are connected to the pump and will shut down. If they switch sides of the pump the channel will power on successfully. Clinicians clean their pumps with blue top clorox bleach wipes and do not avoid the iui connectors. Corrosion was noted on the iui connectors.